Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was water invaded the device while the user was handling the device which led to abnormality of electronic parts. As a result, the image was not displayed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed by signs of fluid ingress. Fluid inside the pin unit can result in intermittent image issues temporarily affecting the video image and other electrical functionality. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus rep reported on behalf of the customer that when using an evis lucera bronchovideoscope, there was no image noted during preparation for use. A similar device was used to complete the intended procedure with no procedural delay. There was no patient harm associated with the event.